Event description:
Defibrillator charged at 100 joules in synch mode and would not fire. Charged again at 150 joules and still would not fire. Machine and cord connections checked, but still unable to fire. Used a second defibrillator to finish procedure. No harm to patient.